Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the actions taken to resolve the inability ti turn stimulation on was that the patient spoke with a manufacturer's representative (rep) and a consultation was scheduled with a neurosurgeon. The issue has not resolved as the patient canceled the consultation with the neurosurgeon, and has not called to reschedule it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since her fall she was unable to turn her stimulation on because the vibration caused her pain on the left side. The patient stated at this point she just wanted the device taken out since she couldn't use it. The patient explained that she fell and broke her hip and had to have a hip replacement. The patient also had nerve surgery a few days after the hip replacement and then went to rehab. The patient noted she was falling a lot back then because of her back and it was determined it was a problem with her equilibrium so she was put on a dizzy pill and was now doing a lot better with the falling. The patient mentioned she was in a lot of pain and always had been and she used to use stimulation all the time but now she couldn't due to the fall. The patient was currently in a wheelchair and couldn't walk. The indication for use was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.